Event description:
Boston scientific received information that this pacemaker had a significant drop in longevity from four years, at six months prior, to 1.5 years with a magnet rate of 100. The health care professional (hcp) mentioned that right atrial (ra) lead impedance was slightly up and there had also been a relatively slight increase in atrial pacing. Right ventricular (rv) lead output was also up at 3.5 volts (v) which was at 2.4v before. Boston scientific technical services (ts) discussed that the device may now be projecting longevity based on that value set at 3.5v. The hcp then opted to see the patient back in three months instead of six months and possibly set output to a fixed value. Additional information indicated that the drop in longevity was due to the right ventricular automatic capture feature wherein the output was higher than the patient's normal output. The clinic will check the patient in a few months. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.